Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and usb cable. There was no reported adverse impact to the customer's blood glucose level. Replacement wall adaptor and cable were sent to the customer to resolve the issue.